Event description:
At about 9 months after primary, the patient came in reporting pain due to a dislocation of the competitor head from the medacta liner and the cause is unknown. The surgeon revised the medacta cup and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 07-nov-2024: lot 2116166: (B)(4) items manufactured and released on 12-jan-2022. Expiration date: 2026-12-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.